Manufacturer narrative:
The investigation still ongoing. In the mean time additional information was received: a cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
Additional information received. It was reported that the implantation side was the left side. The device was implanted on (B)(6) 2016 and surgery went for 3 hours and 8 minutes.

Manufacturer narrative:
It was reported that a sidus anchor was implanted and a sidus head applied. The head should have been removed in order to reposition the anchor. As consequence, the whole construct had to be removed and a shoulder prosthesis with a stem had to be implanted. No trend identified. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Review of received data: the surgical report of implantation dates (B)(6) 2016 was received for investigation. The surgical report described the steps performed during the surgery. The report described the resection of the humerus as dorsal as possible followed by reaming over the guide wire and implantation of the sidus anchor. It was stated that a head size 50 should have had a good fit. Only afterwards it could be observed that the off-set was at the limit for the subscapularis muscle and that the retroversion was too small, resulting in a tendency of luxation. It was attempted to remove the head, but the full head-anchor construct detached from the bone. The humerus was then resected again, closer to the capsule-tendon attachment, then the humerus was rasped using firstly the straight rasp and then the form rasp of the anatomical shoulder system. Then an anatomical shoulder test head was placed and the definitive implants chosen and finally implanted. Devices analysis: the sidus head and the anchor were returned for investigation. The articulating side of the sidus head did not show any relevant damage. The non-articulating side (contact area with the anchor) of the head showed some scratches and abrasions in two areas. This was compatible with the use of the distractor instrument. The taper did not show any relevant damage. The anchor showed two deformations in the corresponding areas where the signs were present on the sidus head on contact area with the head. The deformation indicated the application of high forces on the anchor. Some deformations and scratches were also visible on the porous anchor side (contact area with the bone). Review of product documentation: the sidus stem free surgical technique describes the surgical steps to be followed for the implantation of a sidus implant. All the surgical steps are explained in detail. According to surgical technique, after humeral resection "a trial head size (38¿52) that covers the resected humeral osteotomy" should be chosen and the central pin positioner inserted through the selected trial head and the trial head assembly placed back to the osteotomy. The central pin 3.2 mm was then inserted and the anchor size chosen and implanted. Once the anchor was implanted it was possible to proceed with the following step: head preparation and implantation. First "place the trial head on the humeral anchor and conduct the trial reduction" and after careful check of positioning and soft tissue balance "remove the trial head and place the definitive humeral head.". The surgical technique also explains the "revision/intra-operative correction surgical steps". The sidus head can be removed by sliding the head distractor between the collar of the humeral anchor and the undersurface of the humeral head, and by tapping firmly the end of the instrument to loosen the head. These instruments can be used to remove either trial head or the implant head. Root cause analysis: the examination of the received parts showed scratches, abrasions and deformations which are compatible with the use of the distractor instrument. The deformations on the anchor indicated the application of high forces. According to the information provided in the surgical report of implantation, the surgeon implanted the humeral anchor and did not use any trial head to check the correct fit, positioning and soft tissue balance before implantation of the definitive sidus head. According to sidus surgical technique before the implantation of the real head implant (which has been designed to have a good connection to and hold on the anchor), the size and position of the head should be checked using a trial head (which can be removed more easily). It has to be mentioned that the sidus surgical technique also describes the revision/intra-operative correction of the humeral head using the appropriate distractor instrument. For the intra-operative detachment of the head from the anchor (during implantation surgery) many factors could play a role. A successful detachment of the head from the anchor can be achieved only if the forces applied to remove the head are higher than the forces which hold together the head and the stem, but these extraction forces should also be lower than the forces acting between the bone and anchor. It has to be considered that the anchor was placed in the bone during the same surgery and therefore there was no bone ongrowth on the anchor. This fact could result in reduced forces between anchor and bone and detachment from the whole head-anchor construct from the bone. Additionally, depending on bone quality, the anchor holds better or worst. The use of a trial head to check the correct size, positioning and soft tissue balance as described in the surgical technique should avoid the intra-operative need to correct/detach the definitive humeral head implant from the anchor. However, detachment of the head and anchor by usage of the appropriate distractor instrument is possible if the anchor is well fixed in the bone (e.g. Bone ongrowth, ...). Conclusion summary: in the provided surgical report the use of a trial head was not mentioned. The use of a trial head to check the correct size, positioning and soft tissue balance as described in the surgical technique should avoid the intra-operative need to correct/detach the definitive humeral head implant from the anchor. However, detachment of the head and anchor by usage of the appropriate distractor instrument is possible if the anchor is well fixed in the bone (e.g. Bone ongrowth,...). According to the available information some steps of the surgical technique were not followed. The need for corrective actions is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
The manufacturer received the device for investigation on april 26, 2016. The investigation is pending. The actual device reported is not marketed in USA, but devices with similar characteristics (i.e. A.s. Humeruskopf d 40 h 14; ref# 01.04212.400) are marketed in USA, and therefore this report was filed. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, an amended medical device report will be submitted. (B)(4). Investigation is ongoing.

Event description:
It was reported, that an attempt was made to implant a sidus stem-free shoulder, humeral head, 50-18 on (B)(6) 2016. It was also reported: "primary care of osteoarthritis: sidus anchor was implanted and sidus head applied. The head should have been removed, in order to reposition the anchor. The head could not be separated from the anchor, despite proper application of the separation instrument. The entire construct had to be explanted from the humerus and could not be reimplanted; it had to be switched to a shaft prosthesis." The surgery was delayed for unknown time.